Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image had noise present due to a defective internal component. Additionally, it was found that the video cable connectors were experiencing failures. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite video system center was displaying an abnormal/flickering image during preparation for an intraoperative chf procedure. According to the initial reporter, the intended procedure was completed without any patient harm by changing to another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noise in the image was caused by failure of the receptacle board. The cause of the faulty receptacle board could not be identified. Olympus will continue to monitor field performance for this device.